Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter stretched prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter stretched prior to use. The catheter was pulled and tugged on prior to use; as a result, the catheter became curvy and looked stretched.

Manufacturer narrative:
Received 2 opened ic silicone catheters. Verified product 1758si16 and corporate lot number ngaz3287. The catheters were manufacturing lot numbers: ngas2551 & ngat1270. The visual inspection noted that the catheters were slightly bent/curvy and stretched. No other issues were observed. According to the tactile evaluation, lumps were felt in the catheter shaft on the two samples returned. The cause of the lumps in the catheter shaft could be related to the catheter being stretched by the customer. Therefore, the reported event was confirmed as user related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "proper techniques for urinary catheter insertion: -perform hand hygiene immediately before or after insertion. -insert urinary catheters using aseptic technique and sterile equipment. -use the smallest foley catheter possible, consistent with good drainage. -document the indicators for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal inpatient record. Proper techniques for urinary catheter maintenance: -secure the foley catheter, use the statlock® foley stabilization device if provided -maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. -keep the collection bag below the level of the bladder or hips at all times. -empty the collection bag regularly using a separate, clean collection container for each patient. Warning: -visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter stretched prior to use. The catheter was pulled and tugged on prior to use; as a result, the catheter became curvy and looked stretched.